Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in clinic. Upon interrogation and review of real-time electrograms, the patient's implantable cardiac monitor(icm) exhibited undersensing of r waves. Programming changes were made. Real-time r-wave undersensing was still noted after the programming change. No further programming changes were made. The patient was stable.